Manufacturer narrative:
(B)(4). Date of initial report: 01/16/2017. Date of follow-up report: 02/08/2017. One lf1212a was received for evaluation. Visual inspection found no defects. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. The reported complaint mode will be utilized for trending purposes. No corrective action is required, because no failure mode was identified, since the product tested satisfactory. Manufacturing non-conformances were reviewed and no entries relevant to the reported condition were found.

Manufacturer narrative:
(B)(4). Date of initial report: 01/16/2017. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a thyroidectomy, the device would not seal well when used with an ft10 generator. When the device was connected to a forcetriad it performed a better seal. The generator was set at three bars, and no patient injury resulted.